Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module blood set experienced air in line. The following information was provided by the initial reporter: alarm from infusion pump of air in line. After multiple air alarms and switching cassettes. After switching cassettes for multiple unfounded air alarms. When we got another alarm in the new cassette. Went to check system to find the cassette section full of blood from the line. The only section where blood was noted was within pump section.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that the tubing has air in line alarm, tubing was full of blood. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10015414 lot number 21086066 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 24aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module blood set experienced air in line. The following information was provided by the initial reporter: alarm from infusion pump of air in line. After multiple air alarms and switching cassettes. After switching cassettes for multiple unfounded air alarms. When we got another alarm in the new cassette. Went to check system to find the cassette section full of blood from the line. The only section where blood was noted was within pump section.